Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis (dka) and high blood glucose level. The blood glucose level was 930 mg/dl at the time of hospitalization and tested positive for diabetic ketoacidosis (dka). Patient was treated in intensive care unit for overnight. Length of hospitalization was 7 days. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted serial, model number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record (B)(4) on 29-jul-2025. Test results: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6004826 was manufactured according to the wi version 15 on 15-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 29/jul/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by a health care provider (hcp) or requires emergency advance, and lot 6004826 and no more complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.